Event description:
It was reported that the pump was hit and the touch screen was cracked and became unresponsive. There was no known impact to the customer's blood glucose. Customer confirmed that an alternate method of insulin delivery was available.